Event description:
It was reported via a hospital implant registration form that the patient's right ventricular (rv) lead was fractured. This lead to the rv lead over-sensing noise. The patient was asymptomatic. The rv lead was explanted and replaced. The patient was stable throughout the procedure